Event description:
The patient reported intermittent function of the device. Testing of the device was equivocal. Due to the age of the device and the patient's wishes, explantation/reimplantation surgery was done in 2001.